Event description:
A bedside PICC was placed in 2 ls (site name) yesterday evening. At the end of the procedure the app (advanced practice provider) was throwing the gauze away and she saw a weird dark spot in the center of the gauze pile (pic was sent in email to ic, [redacted name] and risk management). It was malodourous as well. I have the actual gauze if there is any interest. After discussing with her supervising attendings, a decision was made to pull the PICC and place a new one on the other side. The ICU team and nurse manager were made aware, as well as the hcp. We do not use all the gauze supplied in the pack during a PICC line (related to low ebl) so we are confident that it didn¿t come in to contact with anything. But, we of course still have concerns.